Event description:
It was reported from the office of todays dental comfort that a glidewell ht implant ø4.3 x 11.5 mm placed at implant location #12 failed to osseointegrate. The implant was place on (B)(6) /2026. The issue reportedly occurred within 3 weeks of implant placement. The patient presented on (B)(6) 2026 with swelling, no pain, and the implant reportedly felt loose. A large infection around the implant site was observed. The issue occurred inside the patient's mouth. The patient had a reported history of periodontal disease. The implant was removed completely on (B)(6) 2026 due to the reported issue and infection at the implant site. Reportedly, the patient's symptoms were relieved following removal of the implant. The patient's current status was reported as healing.

Manufacturer narrative:
Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4). .